Manufacturer narrative:
The review the DHR for this lot was performed and no similar concerns were found. Sub assembly DHR and no similar concerns were found. The review of the DHR and inspection record and no similar concerns were found.

Event description:
It was reported that the device started leaking at the hub under the luer- locked t connector. The device was removed and replaced.

Manufacturer narrative:
A review of the device history record (DHR) for lot # 11229931 was performed and no similar concerns were found. Sub assembly (DHR) 11225943 and no similar concerns were found. A review of the DHR and inspection record was done and no similar concerns were found. The exact root cause was unable to be determined, but possible root cause of this issue most likely is user used tensile force applied to the catheter hub, it was cracked and leakage was found in the catheter hub.